Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results. The reader firmware in this case did not cancel the test.

Event description:
Customer reported receiving a false positive result on (B)(6) 2021 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 16632h, reader 12102010022879). Customer performed five retests (four on (B)(6) 2021, one on (B)(6) 2021) on the cue reader and obtained five negative results. Customer had a confirmatory nasal pcr test performed on (B)(6) 2021 and obtained a negative result. Customer had no symptoms or known exposure to covid and was vaccinated. Customer confirmed proper storage of cartridges according to specified ranges in IFU.